Event description:
User experienced leak from the analyzer that caused a puddle on the floor. No patients were affected. Operator was not harmed. The field service representative determined there was a problem with the pinch valve tubing and replaced it. Performance tests were performed.